Event description:
Switched the arterial line over to the flotrac and immediately lost wave form and was unable to aspirate blood back. Tried to reposition, flush, etc. Without success. Changed the line back to the original arterial line and instantly had a wave and was able to aspirate blood.